Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and no issues were observed relating to air leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode air leakage. Bd was not able to identify a root cause for the indicated failure mode

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe there was air bubble in the blood within a tube or gas syringe. The following information was provided by the initial reporter. The customer stated: "when the nurse drew arterial blood for the patient, the air entered the blood collection device together with the blood, and the inspection found that there was air leakage at the rotation of the arterial blood collection device."